Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) causing falsely recorded ventricular arrhythmias. Additionally, the patient¿s right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing that caused falsely recorded atrial tachycardia (at)/ atrial fibrillation (af) episodes. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.